Event description:
It was reported that the line of the cassette was leaking during drain one of five on the home choice (hc). The home patient (hp) stated there was water on the towel and floor. The technical service representative (tsr) advised the hp they would need to end therapy and start over with new supplies. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.